Event description:
Customer reported the system is shutting down during cases. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the customer was not correctly connecting the interconnect cable. System operates as intended.